Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer¿s current blood glucose level was over 600 mg/dl. The customer was treated with manual injection. The customer reported that she was not feeling good as a symptom of high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The customer reported that the drive support cap was normal. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.